Manufacturer narrative:
(B)(4). A batch review could not be performed because the lot number was not provided. A sample evaluation was performed, including visual inspection and functional testing. Functional testing was comprised of leak testing, clamp function test, clear passage testing, and device-device interaction testing. The complaint evaluation did not find evidence that the disposable set was nonconforming to performance specifications. The problem was not verified and a direct cause for the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during use. The patient was connected to the homechoice at the time of the alarm. The technical service representative explained the alarm to the patient. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.